Event description:
Patient had a procedure in radiology to insert a PICC, a 21g 4cm micro puncture was utilized to access the vein. While attempting to pull the guidewire back, it was met with resistance. Radiologist viewed it under fluoroscopy. Attempts were made to remove the guidewire, utilizing sheaths and catheter. After multiple attempts, the guidewire broke off leaving the tip inside the patient. A surgical procedure was completed to remove the tip. The procedure was venotomy of brachial vein, removal of foreign body and repair of vein. FDA safety report ID # (B)(4).